Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose of 600mg/dl which was treated with bolus. Customer¿s current blood glucose was 110mg/dl. Customer was wearing insulin pump during hospitalization. Customer performed displacement test and passed the test. Insulin pump will be return for analysis.